Event description:
The customer initially reported that there was muffled audio and a speaker malfunction inop error message. The device was returned to philips and a at bench repair there was an issue found with no audio from the mx40. There was no patient involvement.